Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.